Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, almost the entire box had broken needle when the physician began to pull it tight to begin the next loop.